Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) who had coded, the device charged up to 1joule and then displayed a "defib fault 78" message. The user was able to obtain another device to continue defibrillating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The device was taken out of service and brought to the facility's biomedical department. The biomed was able to duplicate the malfunction and also reported that the device charged to 150 joules and then made a popping noise. The biomed also stated that the device made a sizzling noise and he smelled something burning. No additional text.